Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir had air bubble and also having the high blood glucose. The customer¿s blood glucose was 414 mg/dl at the time of incident and the current blood glucose level was 320 mg/dl. Customer was assisted with troubleshooting. Customer was treated with the manual injection for the high blood glucose. The customer stated that they observed air bubbles in reservoir but the approximate size of air bubble was eye drop. Customer stated that they were not able to successfully clear the air bubbles. The device will be returned for analysis.